Event description:
During a laparoscopic donor nephrectomy, the cartridge on the instrument did not completely fire which resulted in an incomplete staple line. A new reload was used and was fired successfully. No pt injury was reported.